Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the patient had experienced 3 urinary tract infections in the last month while using the purewick female external catheter and the doctor had not found the cause. Advised to stop use until the patient was better. Patient had been using products for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "inadequate material selection - materials of construction are not biocompatible or material surface is rough, abrasive or uncomfortable". The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "warnings: ¿ discontinue use if an allergic reaction occurs. Precautions: ¿ always assess skin for compromise and perform perineal care prior to placement of a new purewicktm female external catheter. Recommendations: ¿ assess device placement and patient¿s skin at least every 2 hours. ¿ replace the purewicktm female external catheter every 8-12 hours or when soiled with feces or blood". H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the patient had experienced 3 urinary tract infections in the last month while using the purewick female external catheter and the doctor had not found the cause. Advised to stop use until the patient was better. Patient had been using products for more than 90 days. It was unknown if the device contributed to the urinary tract infection at this time and medical intervention was unknown. Per follow up via phone on (B)(6) 2022, it was stated that the patient had multiple urinary tract infections. After that, the patient developed a vaginal infection and the doctor told them to stop using the purewick female external catheters, but they kept using it out of necessity. The doctor put them on antibiotics and they used nystatin on the inside of their thighs.